Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace lead impedance measurements of less than 200 ohms. Technical services (ts) reviewed device data and determined that device power consumption was normal. The health care professional (hcp) decided to continue monitoring this. This lead remains in service. No adverse patient effects were reported.